Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the ratchet of the crimp tool was not functional in tha. The surgeon noticed the pin of the ratchet was off and pin was not found. So, the surgeon checked the x-ray and there was no pin in the x-ray. We could not specify when the pin was missed.

Manufacturer narrative:
Visual evaluation showed the dowel pin was missing from the ratchet assembly, and there was no sign of a weld. Material analysis concluded that there was no evidence of interference between on the ratchet assembly holes examined. Dimensional analysis determined that the lever pin hole was oversized. The event was confirmed. A device history review indicated that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated that there have been no similar events for the reported lot. The investigation concluded that the dowel pin coming out of the ratchet assembly of the d/m crimp tool was caused by a manufacturing nonconformance. Based upon the conclusions of the visual, material, and dimensional analysis, it was concluded that the supplier, (B)(4), had not performed the required welding operation on the ratchet assembly and had manufactured the lever pin hole oversized which both led to the pin coming out of the assembly.

Event description:
It was reported that the ratchet of the crimp tool was not functional in tha. The surgeon noticed the pin of the ratchet was off and pin was not found. So, the surgeon checked the x-ray and there was no pin in the x-ray. We could not specify when the pin was missed.